Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the cubie failure. The field service engineer remoted into device and asked the customer to go through the recovery process for half height drawer 6.2 pocket a6. The cubie popped out and the issue resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system pocket failures for 2 stations. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.